Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, there was an issue with the device during a laparoscopic sleeve gastrectomy procedure. The stapler was fired once with no incident and the spent cartridge was removed and the reloading unit was rinsed off. The second cartridge was loaded and inserted into the patient. It was placed on the tissue and fired as expected. Upon pulling back on the wing they retracted as expected but the loading unit remained closed and locked down on the tissue. They removed the handle from the loading unit and noticed that the firing rod of the handle was still fully extended from the handle. An engineer was called and they were guided through how to get the locked loading unit off of the tissue and out of the patient. There was no patient injury but the surgical time was extended by more than 30 minutes to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was fully fired with the jaws open. The proximal end of the reload adapter was broken from the device. Due to the noted damage no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.